Manufacturer narrative:
Date inaccurate, only the month and year are valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's stimulation felt like it was "stuttering" and it changed based on whether they were laying down or standing- they noted they disabled this feature but it still felt like it was changing. They noted that it felt like it was starting and stopping and this had been occurring for the past 2-3 weeks. No further complications reported.